Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested (note: the ablation probe was disposed of after the gma and esg interventional work and therefore, not available for an evaluation.). A technical safety check was performed on the apc and esu. This included an electrical safety check, a functional check of each of the equipment's features, a power output check, etc. All features were/are functioning properly within specifications for each of the devices. Additionally, no anomalies were found in the device history records (dhrs) for the apc, esu, and the moviva hybrid ablation probe. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. No problems were reported with any of the erbe equipment or accessory (including the water jet unit and ablation probe) used during the procedure. Based upon the information provided, it appears that argon gas diffused from the gastric lumen into the peritoneum. The chest x-ray revealed gas accumulation beneath the diaphragm that was more pronounced on the right than on the left side of the patient. During extensive apc use in the stomach, argon gas can diffuse through the thin gastric wall at the fundus into the abdominal cavity, leading to benign pneumoperitoneum. The moviva hybrid ablation probe's notes on use explicitly warns of the risk of argon gas accumulating in body cavities. The instructions advise frequent endoscopic suction of the gas during the procedure and recommend repeated palpation of the abdomen to check for increased pressure. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with an erbe system, argon plasma coagulator (apc)/electrosurgical unit [esu/generator, model vio 3, part number (p/n) 10160-000, serial number (s/n) (B)(6)] during a gastric mucosal ablation (gma) and endoscopic sleeve gastroplasty (esg). An erbe moviva hybrid ablation probe [ablation probe, p/n: 20150-120, lot number (l/n): (B)(4)] was used during the interventional work. No other information was provided regarding any other accessories used or settings employed during the event. It was reported that a pneumoperitoneum was discovered after the procedure. The pneumoperitoneum was found by a chest x-ray taken due to a sonographic suspicion of pneumonia. Per the provided information, the patient experienced the typical pain associated with the procedure, had no abdominal distension, and had no difficulty breathing. The patient remained in the hospital for two (2) days for observation. No further intervention was necessary.